Event description:
Event: respiratory therapist was returning infant from parent to isolette. Heard spark, saw ignition of breathing circuit attached to fisher paykel heater humidifier. Action taken: extinguished flame, unplugged heater, and disconnected oxygen source. Moved infant to new isolette with new high-flow equipment. Settings: high flow nasal canula (hfnc) set at 3.5 l/min, 40% o2. Temperature probe set at 35.9 degrees c. Temperature probe outside isolette. Equipment status: hfnc taken out of service and replaced by fisher paykel. Damaged equipment removed and sequestered by engineering dept. Pt/staff status: no apparent harm or injury to the pt. Respiratory therapist sustained a first degree burn to one finger (rt was seen in hospital emergency department for treatment). See scanned pages.